Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 1630 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The field service technician (fst) replaced the power cord to resolve the issue. The biomed reported that the machine has been returned to service without issue. The original power plug and cord were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 1630 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The field service technician (fst) replaced the power cord to resolve the issue. The biomed reported that the machine has been returned to service without issue. The original power plug and cord were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the power supply cable assembly was returned with signs of thermal event (physical damage) on the neutral side (white wire) of the power plug. There was no damage on the hot (black wire) and ground (green wire) side of the plug. Further inspection found pitting on the prong of the neutral side of the plug. A continuity check on the neutral, hot, and ground wires from end to end were performed successfully. The power supply cable assembly was installed onto the power supply of a test machine to test for any failures. There were no failures during the initial power up. A rinse program was completed without failures. Dialysis mode functioned properly. A self-test was completed without failures. There was no additional damage or thermal event occurred on the power supply cable assembly during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the part inspection, the complaint event was confirmed.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the entire power cord with plug. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burnt power cord plug. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 1630 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The field service technician (fst) replaced the power cord to resolve the issue. The biomed reported that the machine has been returned to service without issue. The original power plug and cord were reported to be available to be returned to the manufacturer for physical evaluation.